Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of hypotension could not be conclusively determined.

Event description:
During the procedure, hypotension occurred, the patients blood oxygen saturation and heart rate started dropping. Resuscitation was performed until return of spontaneous circulation was achieved.